Event description:
It was reported by the technical support coordinator that the product was used in a femoralpopliteal bypass. It was reported that the clips would not close. Another instrument was used to finish the procedure. There was no consequence to the pt.